Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to press the number "1" on the screen. Reportedly, the customer is able to get into the pump using the wake button; however, the customer stated that it was inconvenient. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.